Manufacturer narrative:
Investigation conclusion: the customer's results were not replicated in-house with returned and retention devices of the reported lot. Returned and retention devices were tested with hcg-positive urine at the qc cutoff (20 miu/ml) and at two high-hcg levels (212.1 iu/ml and 218.1 iu/ml). All of the results were hcg-positive at the read time and met the qc release specification. No false negative results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported the following events occurring for one patient: on (B)(6) 2017, the patient was tested using a consult hcg urine cassette prior to receiving an epidural steroid injection in cervical spine area. The consult hcg urine cassette was negative and the patient was administered the injection. The physician would have cancelled the injection if the hcg result produced was positive. On (B)(6) 2017, the patient tested at home using four over-the-counter pregnancy tests. All four tests yielded a positive result. On (B)(6) 2017, the patient returned to the facility but the physician did not request a repeat hcg test and did not collect a serum sample. The last menstrual period is unknown but the patient states she "was late" for her period. Although requested, no additional information is available.